Event description:
Pt received inappropriate shocks. Physician reported polyurethane insulation falling apart. Inner tube of insulation broke off lead, probably reflecting rent in internal isolation. Lead and device replaced.